Event description:
New information received notes that high defibrillation impedance alerts were attributed to the right ventricular lead, that was a non- abbott product. Non-invasive programmed stimulation was successfully performed to ensure the implantable cardiovascular defibrillator responded appropriately.the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
I was reported that the asymptomatic patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting an alert for high voltage lead impedance greater than the upper limit. The physician reported an upward trend in impedance. The patient will continue to be monitored.